Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-mar-2023. H6: investigation summary: a gross visual inspection of the returned units found that unit 01 had the needle partially retracted and the proximal end of the barrel damaged such that the material was caving in slightly and preventing the needle from fully retracting. Unit 02 was further inspected microscopically for any features that could indicate that needle retraction failure had occurred. No damage or defects were found on this unit. Additionally, unit 02 was functionally tested by un-retracting the unit and retracting it again. The unit successfully retracted with no resistance. Therefore, only unit 01 was confirmed for the reported issue. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A damaged barrel may also occur during transportation and handling. Since the packaging was not returned, this could not be confirmed. Mishandling of the unit packages in the user environment may also result in damage to the components. During manufacturing, this may occur due to improper machine set-up. Preventative maintenance (pm) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. Per the quality control plan, inspections for needle retraction are performed periodically during the manufacturing process to mitigate the occurrence of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard bc pro 22g 25mm the needle did not properly retract and a needlestick occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure, resulting in a needle stick incident. According to the customer's report, the hcp activated the safety mechanism, but the needle was not retracted completely, with its tip slightly protruding, resulting in a needle stick incident. Since the product was used for an hcv-infected patient , the nurse might be infected.

Event description:
It was reported while using bd insyte autoguard bc pro 22g 25mm the needle did not properly retract and a needlestick occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure, resulting in a needle stick incident. According to the customer's report, the hcp activated the safety mechanism, but the needle was not retracted completely, with its tip slightly protruding, resulting in a needle stick incident. Since the product was used for an hcv-infected patient , the nurse might be infected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.